Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, pump error 68, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current measurement, sleep current measurement and self test. No frozen screen or pump error 68 alarm during testing. All buttons functioning properly. However, pump error 38 alarm during the rewind test. Unable to perform the displacement test due to pump error 38 alarm during rewind. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further analysis of the pump history found: pump error 130 alarm on (B)(6) 2024 at 05:45:00.000 pump error 39 alarm on (B)(6) 2024 at 05:56:31.000 multiple pump error 43 alarm on (B)(6) 2024 from 06:09:28.000 until 09:14:30.000 pump error 68 alarm on (B)(6) 2024 at 10:40:36.000, 10:44:44.000 and 11:03:27.000 pump was cut open to perform visual inspection and found corroded motor home switch and moisture damage on the pcba 1 on the motor side. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the daily history. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad, frozen screen and pump error 68 alarm was not confirmed. Pump error 38 alarm during rewind, pump error 130, 39 and 43 alarm confirmed in the pump history due to corroded motor home switch. Moisture damage found on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.